Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient's peritonitis can be attributed to touch contamination during ccpd therapy at home as reported by a medical professional. Touch contamination is the most common source of transmission for peritonitis causing pathogens. This is further evidenced by a microorganism that is a common pathogen that colonizes in human nares, skin, and disruptions of the skin. Therefore, the liberty cycler set can be excluded as the source of the patient's peritonitis. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient's adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis that resulted in fluid overload. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient's pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus aureus and a white blood cell (wbc) count of 2025/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was reported that during a peritonitis survey, it was found the patient did not wear a mask or wash hands prior to pd therapy setup. Additionally, it was reported in the intake, the patient experienced fluid overload due to the patient's peritonitis (date unknown). The patient was not hospitalized for this event and initially prescribed one-time doses of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 2000mg. The patient continued with ip vancomycin at 1750 mg every five days for three weeks upon culture results. An additional wbc count taken in the outpatient clinic on (B)(6) 2021 resulted in 143/mm3 and the patient was asymptomatic, proving they were recovering from this event. It was confirmed the patient's peritonitis and the resulting fluid overload were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis that resulted in fluid overload. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus aureus and a white blood cell (wbc) count of 2025/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was reported that during a peritonitis survey, it was found the patient did not wear a mask or wash hands prior to pd therapy setup. Additionally, it was reported in the intake, the patient experienced fluid overload due to the patient¿s peritonitis (date unknown). The patient was not hospitalized for this event and initially prescribed one-time doses of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 2000mg. The patient continued with ip vancomycin at 1750 mg every five days for three weeks upon culture results. An additional wbc count taken in the outpatient clinic on (B)(6) 2021 resulted in 143/mm3 and the patient was asymptomatic, proving they were recovering from this event. It was confirmed the patient¿s peritonitis and the resulting fluid overload were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.